Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
It was reported during a thoracoscopic lobectomy of the lung, the camera head displayed poor image quality and noise. The issue was identified at the start of the procedure. There was no surgical delay and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no visual or functional anomalies. Based on the results of the investigation, a probable root cause cannot be identified a device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported during a thoracoscopic lobectomy of the lung, the camera head displayed poor image quality and noise. The issue was identified at the start of the procedure. There was no surgical delay and the procedure was completed. There were no reports of patient harm.